Event description:
An event involving a cadd pump was reported that the pump exhibited a ripped and bubbled dso seal during testing. This issue would allow for fluid ingress and compromise the delivery of medication or contribute to an interruption of therapy if the malfunction were to recur. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4, d7a: updated. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed no entries related to the current complaint, and no service history was identified within the past 12 months. Visual inspection showed that the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) seal was buckling. The complainant¿s allegation was confirmed. Both the dso and uso seals were replaced. The probable cause was determined to be wear and tear. Following repair, the device successfully passed all functional testing.